Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted. Not returned.

Event description:
It was reported that the customer received the box of cuffs & a portion of them had leaks in them. The leak detection alarm began to sound. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of event, date of report, date received by manufacturer, adverse event, if follow, what type?, device evaluated by manufacturer, device manufacture date, event problem and evaluation codes, additional manufacturer narrative and/or corrected data. The device history record (DHR) for the 42 in. (107cm) single port single bladder disposable cuff with plc, part number 60707510700 and lot number z000001279, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2017, it was reported from (B)(6) health that a 42 in. (107cm) single port single bladder disposable cuff with plc had a leak. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported therefore, could not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.